Event description:
In a publish article, a physician reports an l4 kyphoplasty was performed in a pt with a vcf due to severe secondary osteoporosis related to end-stage liver disease. The author reports that the pt returned 2 months late with increasing back pain. An MRI revealed new vcfs at l3 and l5 and further compression of l4. The pt underwent kyphoplasty of l3 and l5; l4 was not retreated. The author reports that the most likely cause was severe osteoporosis, but cannot be out other explanations related to bone cement.